Event description:
The user facility reported that an employee obtained a burn while operating their evolution sterilizer. No medical treatment was sought or administered.

Manufacturer narrative:
The unit alarmed "water in chamber" and following the alarm, an employee opened the sterilizer's chamber door causing water to pour out of the unit and the reported event to occur. A steris service technician arrived onsite to inspect the unit and found that the unit had alarmed "water in chamber" and observed water in the sterilizer's chamber. The evolution sterilizer operator manual states (9-16), "water in chamber: warning - burn hazard: chamber may be filled with steam condensate. Operator instructions: 1. Do not open door, 2. Silence alarm, 3. Call service immediately." During the inspection, the technician found that the air manifold that controls the vacuum pump required replacement. As the air manifold required replacement, this allowed water to remain in the chamber. The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specifications and returned it to service. A steris sales manager offered in-service training on the proper use and operation of the evolution sterilizer, specifically ensuring to contact steris when the unit alarms; however, we are awaiting the user facility's response.

Manufacturer narrative:
A steris sales manager offered in-service training on the proper use and operation of the evolution sterilizer, specifically ensuring to contact steris when the unit alarms; however, the user facility declined. No additional issues have been reported.